Event description:
It was reported that during a laparoscopy, hysterectomy with right adnexectomy, and pelvic drainage procedure, the branch of the ultrasonic probe broke off on the thunderbeat device. While the instrument was in use, it initially displayed a generator error. After pressing the purple button again, the ultrasonic probe detached from the instrument. The broken part did not come off completely but remained partially attached (as if hanging) to the rest of the branch. The probe was extracted by using a soft clamp through a trocar. It was the thin branch. The patient was under general anesthesia. The device was inside the patient. The procedure was continued. There were delays due to switching to a backup tenderbit handle system due to two new handles were used during the procedure turned out to be defective. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3 the device was not returned to olympus for inspection, so the reported failure of the branch of the ultrasonic probe broke off was not confirmed. Based on the results of the investigation, the complaint was not confirmed due to no device return. The cause cannot be established due to no findings available. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.